Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was 85% stenosed. While advancing the nc trek over a guide wire, without resistance, the proximal shaft snapped in half near the hub. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another nc trek was utilized to post-dilate. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed and there were some noted bends in the device in the area of separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted hypotube bends (at the distal end and proximal end of the separation) and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.